Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing. Technical services (ts) provided reprogramming options and other potential resolution options. The lead remains in use. No adverse patient effects were reported.